Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery. The 15mm x 4.00mm nc quantum apex balloon catheter was advanced to the lesion for predilation. The balloon was inflated but it ruptured at 8-9 atmospheres before reaching the nominal pressure, at an unknown number of inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).